Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed that the microbore winged female luer lock adapter and small bore two piece luer lock assembly was separated from the high pressure tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of one-link non-dehp microbore catheter extension sets ¿ripped apart¿. This was further described as one-link and male luer lock snapped off (separated from tubing) while in use on patients during unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.